Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received no delivery. Customer blood glucose level was 205 mg/dl. Customer did not tried different cannula lengths. Customer stated that the insulin was not reused or mixed, or was expired or denatured. Customer states they have tried all remedies. Troubleshooting was performed. The device will be returned for the analysis.